Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction to the UDI. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo that was included in the complaint. The review is documented below. [Photo review]: the photo shows the stent body contains within the plastic sheath introducer with the distal tip of the stent slightly exiting the distal end of the introducer. The rest of the device is not visible. No other relevant details can be observed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9320822. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The reported issue documented in the complaint regarding an impeded stent within the introducer can be confirmed based on the condition observed in the picture. The reported complaint relating to a deficient apposition to vessel wall cannot be evaluated with the provided picture. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the picture provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with a clinoid segment aneurysm on the right internal carotid artery (ica) with stenosis underwent a stent-assisted aneurysm embolization procedure. During the procedure, the physician started to release the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9320822), the distal markers of the stent were fully expanded at the target site, but it was found that there was poor wall apposition between the stent and the vessel. The physician removed the stent and the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x) from the patient and dilated the narrowed vessel near the aneurysm with a balloon catheter (unspecified brand), then tried to deliver the stent into the microcatheter again, but the stent was impeded in the introducer and could not be pushed into the microcatheter. The physician retracted only the stent and replaced it to complete the procedure using the same original microcatheter. There was no report of any negative impact to the patient. A photo of the device was included in the complaint. The product analysis team will review the photo. On 31-mar-2025, additional information was received. Per the information, vessel calcification may have been a contributing factor to the poor wall apposition between the stent and the vessel. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and confirmed to be within acceptable criteria. When the stent was removed from the patient, it was still on the delivery wire. The response to the question of whether the stent / stent delivery system appeared damaged when the system was removed from the patient was, ¿yes, the stent was impeded in introducer and could not be pushed into the microcatheter.¿ the replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The additional information confirmed there was no negative impact to the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed still attached to the delivery wire inside the introducer. No appearance of damages was observed. Microscopic inspection was performed. The stent component was observed disengaged from the delivery wire. A functional test was attempted; however, the stent component could not be advanced due to the disengaged condition. The issue reported in the complaint regarding the stent being impeded in the introducer was confirmed based on the findings documented above; the stent was unable to advance through. Based on inability to advance the stent through, the issue regarding a stent being unable to be fully expanded cannot be evaluated. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The disengaged condition of the stent suggest that it was inadvertently moved during the attempts to advance or retract the stent from the introducer. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9320822. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following caution and recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.